Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. After the release of the device an effusion sweep was performed. During this sweep an effusion was found. The physician performed a pericardial tap. The decision was made to take the patient to surgery. In surgery it was noted that a small pin prick size hole was found in the appendage. The closure device was left in the appendage and the surgeon put in a stitch for added safety. The patient is doing well and has recovered. It was further reported that the closure device was deployed in the laa of the patient and met release criteria. Before releasing the device an effusion sweep was performed and at that time the effusion was noted. The patient was discharged home 3 days after the procedure.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. After the release of the device an effusion sweep was performed. During this sweep an effusion was found. The physician performed a pericardial tap. The decision was made to take the patient to surgery. In surgery it was noted that a small pin prick size hole was found in the appendage. The closure device was left in the appendage and the surgeon put in a stitch for added safety. The patient is doing well and has recovered.